Event description:
During a premature ventricular contraction procedure, the patient had an av block. After the patient was in av block the stimulation of the ep-4 cardiac stimulator did not work. All connections were checked and were okay. After changing the catheter preset the stimulation worked. The patient was not stimulated during the av block for a minute. The patient is now stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.